Event description:
It was reported that the stimulation from the patient¿s implantable neurostimulator (ins) was intermittent and sometimes turned off. The manufacturer¿s representative met with the patient ¿awhile back¿ to check the ins system but was unable to find anything wrong. The representative then checked the ins system and the impedances and again found nothing wrong. It was noted that the patient was getting good stimulation coverage with the device system. It was unknown when the issue started or if the issue was a sudden or gradual onset. The physician then decided to replace the entire ins system where it was reported that there was good placement of the new lead and that the patient was getting effective stimulation coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information was received from the consumer on 2017-01-30 reporting that the first battery had to be replaced because it was faulty and kept cutting out. The date was asked but unknown. The first one had regular ¿sub cu¿ leads but now the patient had paddle leads in c1 and c2.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); explanted: 2014 (B)(6); product type lead product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).